Event description:
It was reported that this patient with this implantable pacemaker experienced a pulse of 40 bpm and was concerned that the pacemaker was not functioning properly. The clinic requested a patient-initiated interrogation (pii). The patient was referred to the physician. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.